Event description:
The customer reported to bd that the smartsite needle free valve on PICC lumen is clouded and valve stick down. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
No product will be returned. The photo provided by the customer shows the interior of the smartsite body of the valve was turning a whitish/cloudy color. A non-bd orange swab caps was connected to the female luer. The stick down was not observed as the body of the valve adapter was covered in whitish color. The root cause of the smartsite valve stick down was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported to bd that the smartsite needle free valve on PICC lumen is clouded and valve stick down. Although requested, no further details were provided by the customer for this event.